Event description:
It was reported that on (B)(6)2024 that a dome was stuck in users ear and required removal, which was done at a hospital. It has been reported that the user is blind and hard of hearing. It has been reported that the event caused infection. No information was provided regarding if any medication/treatment was prescribed to treat the condition. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4), manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation concluded: device was not returned to the manufacturer for investigation and it's location is unknown. Device history record: the units had been passed through the test prior to shipment with no abnormality before shipment. No deviation or changes were found during manufacturing of the device. Clinical assessment: in the provided mhra report the user reported that the incident happened on (B)(6) 2024. The patient is (B)(6) years old, blind and hard of hearing. The representative reports experiencing trouble with charger unit (no further clarification) and piece of the hearing aid becoming detached in the ear leaving it infected (no further clarification). Reported imdrf codes are 'a0401 - break', 'a0706-charging problems', 'e0908-ear infection', 'e2401-insufficient information about other health effects', 'f0101- therapeutic response decreased'. Hearing care professional from the clinic confirms that it was a dome that was stuck in the ear. There is no other information available. The type of the device (rie - receiver in the ear) is designed to have exchangeable domes and the possibility of the dome not being attached correctly and detach is present. Even more so taking into consideration existing health conditions of the user. The ug (user guide) for the device contains the instruction on how to change the different types of domes and a recommendation that the hearing care professional should show the user how to change the domes. The ug contains a warning that an incorrect dome replacement may result in a dome being left in the ear. Furthermore, there is caution in the ug stating that if the user suspects the dome being stuck in the ear, they should consult their hearing care professional as this may cause an infection. Clinical conclusion is that the detached dome has likely caused an infection. It has been reported that the user went to a hospital, but it remains unknown if the infection was confirmed or if any treatment has been prescribed. Manufacturer has not received any other records related to the same user and is unaware of the outcome. However, it is likely that, if the ear infection has been confirmed by a doctor, it has been treated with no serious health consequences. If the user encounters challenges with changing the domes correctly, hearing care professional should consider other type of devices or a custom made earmould, which would significantly reduce probability of reoccurrence of the reported event. Clinical evaluation according to clinical evaluation plan and report: the clinical evaluation for the device family does evaluate domes coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec (B)(4)). The user guide states to contact the hcp (hearing care profesional) if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Manufacturer's investigation is final. This is final report.

Event description:
It was reported that on (B)(6) 2024 that a dome was stuck in users ear and required removal, which was done at a hospital. It has been reported that the user is blind and hard of hearing. It has been reported that the event caused infection. No information was provided reagrding if any medication/treatment was prescribed to treat the condition. 27-mar-2025 no further follow up was received.